Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 280 units of insulin. Additionally, the customer believed that the basal was not being delivered as the insulin gauge was not decreasing as the customer thought it would. The customer's blood glucose level ranged from 94-109 mg/dl. During troubleshooting with tandem technical support, the customer requested assistance with determining the reason the previously delivered bolus was not being included in the basal rate. Tandem technical support educated the customer on the basal features of the pump. The customer acknowledged the information provided and declined to perform further troubleshooting on the reported event.